Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call high blood glucose levels and no delivery alarms. Customer's blood glucose level was in the 400 mg/dl range. Troubleshooting was performed. Customer's spouse advised they experienced no delivery alarms and the issue remained unresolved. Customer treated their high blood glucose via insulin pump. Customer's current blood glucose level was 160 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.